Event description:
Fill volume: 189 ml. Flow rate: 1 ml/hr. Procedure: chemotherapy. Cathplace: i.v. It was reported by an international distributor that an infusion with a homepump ended sooner than expected. The pt returned to hosp because she was feeling nauseous over the weekend. Treatment began on (B)(6) 2015; however by (B)(6) 2015 the pump was empty. The pt remained under treatment with no further issues noted with the use of pumps. Additional info was received on 02/20/2015. The pump was carried below the catheter during the infusion. The pt felt very nauseated and tired following the event.

Manufacturer narrative:
The device was reported to be returning for an eval and at this time is pending return. A review of the device history record (DHR) will be conducted for the reported lot number. At this time, the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Once the investigation and device analysis are completed a follow up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.